Event description:
Name of procedure performed: laparoscopic appendectomy. I received a product concern from one of our surgical teams in regard to your endoscopic retrieval bags (cd001). They had 2 bags rupture during a procedure. Additional information received via email on 24feb2021 from [name]: [name] provided a cer form describing the event. During laparoscopic appendectomy, while pulling the bag with the appendix inside through the trocar, the bag ruptured. Two bags were tried and both ruptured. The appendix was pulled out manually without an endo bag. The product is not available for return. Additional information received via email on 24feb2021 from [name] the [name] form has been provided. Additional information received via email on 24feb2021 from [name] the multicare product concern form has been provided. During lap appy procedure - two of these bags were ruptured. Additional information received via email on 25feb2021 from [name] the facility is not able to provide any additional information. Patient status: no patient injury reported. Type of intervention: the appendix was pulled out manually without an endo bag.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical was unable to confirm the complainant¿s experience of a ruptured tissue bag. In the absence of the event unit, it is difficult to determine if the broken tissue bag was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause of the event based on the description of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit is not anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure performed: laparoscopic appendectomy. I received a product concern from one of our surgical teams in regard to your endoscopic retrieval bags (cd001). They had 2 bags rupture during a procedure. Additional information received via email on 24feb2021 from [name]: [name] provided a cer form describing the event. During laparoscopic appendectomy, while pulling the bag with the appendix inside through the trocar, the bag ruptured. Two bags were tried and both ruptured. The appendix was pulled out manually without an endo bag. The product is not available for return. Additional information received via email on 24feb2021 from [name]. The [name] form has been provided. Patient status: no patient injury reported. Type of intervention: the appendix was pulled out manually without an endo bag.